Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited gradually increasing pacing impedances that eventually became out of range measurements. In conjunction with the impedance changes, the capture thresholds also slowly rose, with eventual loss of capture noted. There were no issues with sensing or noise identified. With an underlying rhythm noting a heart rate in the forties, the patient is not pacemaker dependent, and no serious injuries were reported. A lead revision procedure was performed and this rv lead was surgically abandoned, and a new rv lead was implanted. It was reported by the boston scientific field representative, that the physician did a careful fluoroscopy evaluation of the lead at the procedure, and did not detect any issues related to a fracture or insulation damage. However, it was noted that the lead was very distal into the apex tissue. The field representative stated that the physician thinks that perhaps there was a microperforation at some point, and then the lead slowly kept moving distally, therefore, creating a macroperforation. However, myocardial tissue was able to encapsulate the end of the lead and the patient remained hemodynamically stable. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.